Manufacturer narrative:
This event is a duplicate of FDA report # 3008973940-2020-00257. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead dislodged. The physician chose to replace the lead. No patient complications have been reported as a result of this event.